Event description:
Mild resistance noted when trying to remove the balloon catheter. Catheter removed without balloon attached. Fluoroscopy showed the balloon had broken off inside patient. Physician was able to retrieve it into the sheath and remove it. No injury to patient.